Event description:
The user received a questionable high result for troponin t (tnt) on the cobas e411 analyzer for one patient sample. The initial tnt result gave 0.28 ng/ml. This result was reported outside the laboratory. The next day, the patient was drawn for the next tnt of the series and this sample yielded a tnt result of < 0.010 ng/ml. This result was accompanied by a data flag. The laboratory repeated the original sample which gave a tnt result of < 0.01 ng/ml. This result was accompanied by a data flag. A second serum sample collected from the patient at the same time as the original sample was analyzed giving a tnt result of < 0.01 ng/ml. This result was accompanied by a data flag. The user reported the patient was admitted to the hospital, however no further details were provided. No adverse event was alleged regarding this discrepancy. Troponin t reagent lot number, 15887701. The field service representative was unable to find a cause for the event. He ran performance tests which passed with no errors.

Event description:
Literature: fasano a, romito lm, daniele a, et al. Motor and cognitive outcome in patients with parkinson's disease 8 years after subthalamic implants. Brain. Sep 2010; 133(9):2664-2676. Summary: the authors evaluated a series of 32 consecutive patients who received continuous stimulation; 20 of these were monitored for 8 years. The authors indicated that at 8 years there was no significant increase of side-effects when compared with 5-year follow-up and therapy is a safe procedure with regard to cognitive and behavioral morbidity over long-term follow-up. However, the global benefit partly decreases later in the course of the disease, due to progression of parkinson's disease and the appearance of medication-and stimulation-resistant symptoms. Reportable event: unexplained switching-off occurred in one itrel-ii; this event required emergency management of the patient due to the reappearance of a severe rebound parkinsonism, with worsening of axial symptoms (postural instability and freezing with falls) and rest/postural tremor.

Manufacturer narrative:
Investigation of the data provided indicated pre-analytic issues as a possible reason for the high troponin t result. The customer uses a centrifugation time of 5 minutes and should use 10 minutes centrifugation time. Additional information was not provided to further investigate the reagents. A reagent issue could not be excluded completely. No instrument issue was noted after service visit. Assay performance checks were acceptable.